Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# va01uj1; product type lead product ID 3387s-40 lot# va03bqa; product type lead. (B)(4). Device has been returned but not evaluated at the time of this report.

Event description:
Follow up information reported that the ¿zapping¿ did not resolve initially following the replacement surgery. No other information was available at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking/jolting sensation. It was stated that the implantable neurostimulator (ins) was explanted and replaced. It was noted that impedance testing, x-rays, and reprogramming were performed. The patient reportedly had pocket ¿zapping¿ and tightness in the neck along the extensions so the extensions were explanted and removed. It was noted that the patient experienced pain at the device pocket. The pocket zapping was described as a ¿bee sting¿ sensation in the pocket. It was stated that the patient was alive with no injury. It was later reported that the patient initially had patient discomfort from the pocket ¿zapping¿ and tightness in neck. It was noted that no short circuits had been detected and the patient recovered without sequela.

Event description:
Additional information received reported the patient was doing somewhat better. The reporter stated the patient¿s healthcare professional suspect the issue stems from damaged tissue and nerves at the pocket site and not a defective or leaking implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that there was no anomaly. Analysis of the extension (serial #(B)(4)) found that the distal end was missing a setscrew. Analysis of the extension (serial #(B)(4)) found that the outer body insulation was melted which was a suspected cautery artifact.